Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The consumer reported issues with five (5) freestyle libre 3 sensors (all unknown serial numbers). This report covers all 5 sensors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported by the customers that they have "been using adc labs libre 3 continuous glucose monitor software and sensors since they became available, approximately 2023. I am a medical device professional with extensive and relevant experience, education and training. I am writing to report that approximately one fourth (25%) of the libre 3 sensor/transmitters cease operating approximately seven days after being initialized and are labelled for fourteen days of expected life. The majority of experiences have occurred late at night, at approximately three o'clock in the morning. In each event, my abbott libre telephone app alerts repeatedly that my blood glucose is dangerously low, approximately 50, and the red-letter alert is accompanied by an alarm which cannot be silenced or paused. I understand that this may be a safety consideration, but it is also an annoyance to both patient and others in the household. As well, the reported low glucose level is significantly lower, 50 points or more, than values measured by finger stick on a meter which I have previously found to be within one to five points of the values measured by my local clinic using verified assays. The comparison measurements being taken during the same event. Within an hour, approximately, the sensors cease to operate and user is alerted to replace the sensor. Upon replacement, the sensors then remain unavailable for a sixty-minute calibration period wherein no glucose levels are available nor displayed. Once displayed, glucose values are accompanied by a warning that during an initial period, the displayed values may be inaccurate and must be confirmed by an external measurement before utilizing the data. In addition to foreshortened sensor life, I have the complaint that each sensor has left scars in the form of persistent skin bumps, on the other of 3 to 5mm diameter which are red and accompanied by tightened areas of skin, likely scar tissue. Scaring is still visible after several months, perhaps permanently. Finally, I am annoyed that, without scrubbing the area with isopropanol, a ring of residue from the sensor will persist for more than down days". There was no self-treatment or third party medical intervention provided for the reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.